Event description:
It was reported that: "the adhesive of the product stuck out so that the joint did not turn smoothly". Clarification for initial information was received by the customer and it was reported that the "defect is that the connection piece has extra adhesive preventing it from setting securely". No patient injury was reported. Patient condition "unknown" at time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a tear in the smooth flo flex tubing. The reported complaint has been confirmed. A CAPA has been opened to address this issue.

Event description:
It was reported that: "the adhesive of the product stuck out so that the joint did not turn smoothly". Clarification for initial information was received by the customer and it was reported that the "defect is that the connection piece has extra adhesive preventing it from setting securely". No patient injury was reported. Patient condition "unknown" at time of report.